Event description:
The initial reporter stated they received discrepant result for four patient samples tested with ise indirect k for gen.2 on a cobas 4000 c (311) stand alone system. The second sample also had discrepant results for ise indirect na for gen.2. The initial sample values were reported outside of the laboratory. The first sample initially resulted in a k value of 6.11 mmol/l accompanied by a data flag and was questioned by a doctor. The sample was repeated twice, resulting in k values of 4.54 mmol/l and 4.60 mmol/l. Both repeat values were deemed correct. The second sample initially resulted in a k value of 7.22 mmol/l accompanied by a data flag. The sample was repeated, resulting in a k value of 4.32 mmol/l. This sample initially resulted in a na value of 148 mmol/l accompanied by a data flag. The sample was repeated, resulting in a na value of 141 mmol/l. The repeat k and na values were deemed correct. The third sample initially resulted in a k value of 5.41 mmol/l accompanied by a data flag. The sample was repeated three times, resulting in k values of 7.03 mmol/l accompanied by a data flag, 6.03 mmol/l accompanied by a data flag, and 4.71 mmol/l accompanied by a data flag. The k repeat value of 4.71 mmol/l was deemed correct. The fourth sample initially resulted in a k value of 5.09 mmol/l accompanied by a data flag. The sample was repeated, resulting in a k value of 4.26 mmol/l. The repeat value was deemed correct. The na and k electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Quality controls were within range, showing no indication of a reagent performance issue. Upon review of the alarm trace, there were multiple probe aspiration alarms on the day of the event near the time the sample was processed. This is an indication of possible poor sample quality. The field service engineer changed ise tubing and an ise probe. The ise line was conditioned using serum. The sampling mechanism and all vacuum tubing on the rinse mechanism were decontaminated. The vacuum tubing was re-seated and a prime of the ise was performed. Ise checks and an air purge were performed. Photometrics were checked. The investigation determined the service actions resolved the issue.